Manufacturer narrative:
(B)(4): the device is not available for evaluation if it becomes available a follow up will be sent.

Event description:
The patient used the clipper with general blade on himself on scrotal area and nicked skin. No medical intervention required. "Intervention unknown but due to nature of day surgery likely to be hernia repair."

Manufacturer narrative:
(B)(4). No device was provided for evalaution however, our manufacture did state that the device should not be used by the patient but only by facility personal. Our instructions for use reflect this.